Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device (ccd) unit, the image was not displayed and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device exhibited charged-coupled device (ccd) damage. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the investigational conclusion. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to damage of the charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.